Manufacturer narrative:
Correction: the information submitted in the initial report regarding the patient identifiers and the event date was actually related to another lens and not the lens captured in the original report. Hence, the information submitted in the initial report is being hereby corrected and the corrected data would be as follows: section a2: age/date of birth: unknown/ asked but not available. Section a3: gender: no information. Section b3: date of event: unknown, not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: nov 16, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens had a bent haptic. The lens was cleaned, and scratches on the lens could be identified. Conclusion: the reported complaint issue of haptic damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens had bent haptic. It is unknown if the device had patient contact. No other information provided.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.